Event description:
Terumo medical corporation received the following reported information: during a left heart cath/cabs with pci via left radial artery access (lra), the 75cm r2p sheath unraveled in the patient as it was being removed. There was no mention assessing lra size; however, the physician acknowledged the ra to be of small caliber. The patient experienced a spasm prior to sheath insertion. To tolerate the procedure and r2p sheath, the patient was given ''a lot'' of sedation. Upon removal of the sheath, the physician felt resistance when pulling. Despite this, the doctor continued to pull the sheath slowly, by gripping at the hub/valve area. The sheath began to unravel in the patient, and the sheath broke at the proximal end. The doctor stated that despite the incident they were able to remove all the sheath components from the vessel. No anesthesia consultations or vascular surgery consultion was conducted. The patient was recovered. A forearm hematoma was noted and managed. An ultrasound (us) was performed and no arterial bleeding or damage; however, no venous thrombus was noted. The blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy . D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: interventional cardiologist. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).